Event description:
A slimline dermatome model s was involved in an uneven graft during a pt procedure. The event was described as, the dermatome caused an uneven graft and a gouge mark to the pt. The graft involved was not used and a different dermatome was used to obtain another graft that could be used. The second graft was successful. Additional clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.